Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 51 mg/dl at the time of the incident. Other blood glucose was 85mg/dl. Customer was treated with food. Customer also stated that the they did not use automode. Troubleshooting was performed for high blood glucose based on customer report customer did not alleged pump was over delivering. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Device will not be returned for the analysis.